Event description:
It was reported that the lead exhibited high pacing threshold, low impedance and undersensing. The lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported high threshold, low impedance, and undersensing were confirmed in the lab. The source of the complaints were caused by over torque of the lead. The damages occurred during the time of the procedure. (B)(4).